Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure the surgeon was operating on a patient with very dense sclerotic bone. This was an index surgery. Proper technique was followed but the torque required to insert and adjust screws was incredibly high. During screw insertion and adjustment several screw drivers were damaged. Fragments were generated and easily removed. There was a surgical delay of forty-five (45) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves six (6) devices. This report is for (1) xpdm quick-con si poly screwdriver. This is report 4 of 6 for (B)(4).